Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot 18483737 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color while pulsatile blood flow had stopped and the sheath and occluder were continuously withdrawn. After the indicator guidewire cover was connected with the short sheath, the indicator window changed from black-white to black-black. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show black-black. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window showed no red color. When the device was removed, the indicator wire loop was deployed, with no anomalies reported. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure; the patient¿s status afterward was good. The operator was trained, and the device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. A non-cordis short arterial sheath was used. Femoral artery suitability was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and the puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Other procedural details were requested but were not provided. The device will not be returned for evaluation, however, 10 sterile devices will be.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color while pulsatile blood flow had stopped and the sheath and occluder were continuously withdrawn. After the indicator guidewire cover was connected with the short sheath, the indicator window changed from black-white to black-black. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show black-black. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window showed no red color. When the device was removed, the indicator wire loop was deployed, with no anomalies reported. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure; the patient¿s status afterward was good. The operator was trained, and the device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. A non-cordis short arterial sheath was used. Femoral artery suitability was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and the puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Other procedural details were requested but were not provided. The complaint device was not returned for evaluation. However, ten sterile exoseal vascular closure devices 5f involved in the reported complaint were returned for investigation, inside a sealed pouch bag. Per procedure a 100% inspection of all received units was conducted. During the visual inspection, all sterile units were reviewed, and all devices consistently showed the deployment lever received not depressed, the guard not locked, the plug was in its manufactured position, and the indicator wire not deployed. No catheter sheath introducer (csi) were returned for this evaluation. Finally, all sterile units were observed to have the indicator window received in the black/white position. During this visual analysis, no damage or additional anomalies were observed to be reported on the sterile units. The cowling (guard) was successfully locked in all units received, and the indicator wire was successfully deployed in all units. A deployment simulation evaluation was then performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, resulting in indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was achieved. An indicator wire deployment test simulation was also performed by locking the guard, achieving the expected indicator wire deployment in all units. A high magnification microscopic evaluation was executed to evaluate the internal mechanism and the indicator window in all units. During this analysis, no abnormal conditions or air bubbles under the indicator window were observed in any of the units. A review of the manufacturing documentation associated with lot 18483737 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿indicator window no change to indicator¿ and "indicator window incorrect indication" were not observed as the sterile devices passed functional testing and the indicator window was able to transition fully with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.